Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, several episodes of non-sustained rv oversensing due to post-sensed t-wave oversensing was observed. Programming changes were suggested but not made. Patient alert for non-sustained rv oversensing was turned off. Patient was stable and will continue to be monitored.